Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a fill. The patient stated he cycled power and gts had the patient cycle power again to the ''press go to start'' prompt. Gts then had the patient disconnect and remove the cassette from the hc to discard the supplies. Gts explained that a large amount of air had entered into the disposable. Gts advised the patient to contact their nurse. The patient elected to complete therapy manually. Product surveillance contacted the patient's nurse. The nurse stated the patient notified her and that the patient did not experience any injury or require any medical intervention.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause cannot be determined. The lot information was unavailable; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).